Event description:
The customer reported high differential (diff) recovery on latron controls run on a coulter lh 750 hematology analyzer, and requested service. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/30/2015 and confirmed the customer's reported issue. The fse replaced the light scatter preamplifier and adjusted the latron volume, conductivity and scatter, resolving the reported issue. (B)(4).